Manufacturer narrative:
The device was returned due to needle insertion and withdrawal difficulty. No anomalies were noted when a brk needle/stylet assembly from current inventory was advanced and withdrawn through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Swartz transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the needle insertion and withdrawal difficulty is consistent with not following the instructions for use.

Event description:
During the procedure, after the sheath was inserted into the patient and transseptal was performed with a non-abbott radio-frequency needle, resistance was noted during removal and insertion. The needle was unable to be inserted into the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. It is unknown if a new access site was required.